Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several failed battery test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the replacement battery cap did not resolve the failed battery test alarm. The customer stated that they cleaned the battery cap but the failed battery test alarm was not resolved. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the electronic and motor assembly. However, the insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, a21 test and all operating current test. No unexpected low battery, failed battery test or off no power alarm noted during testing. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.